Manufacturer narrative:
The report is not part of a uno recall complaint. (Device) problem code grid was mentioned incorrectly in the previous report, which has been corrected. In this report section h (device) problem code grid has been corrected/updated.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient alleged visualization of black particles in device. The patient also alleged struggling to breathe due to mucus buildup. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.